Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion. Vascular access was obtained via the femoral artery. The target lesion was located in the non calcified and moderately tortuous left anterior descending artery (lad). The lesion was predilated with an apex 2.5 x 15mm balloon and an apex 2.0 x 20mm. The 3.0 x 38mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with a promus element 3.5x38mm stent and promus element 2.75 x 16mm stent. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. The stent struts on the first row at the proximal end of the stent were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The device tip bond has stretched slightly over a length of 1mm. It is possible at this stage that the tip encountered some form of resistance during advancement or withdrawal which resulted in the tip stretching. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).